Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker's longevity has decreased. Engineering analysis indicated that the pacemaker was consuming more power than the expected due to sensing of persistent atrial arrhythmias. Disabling atrial sensing was advised as this will significantly reduce power draw and increase longevity. As of this time, the pacemaker remains in service. No adverse patient effects were reported.